Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 15.9 mmol/l (mobile system) and 5.8 mmol/l (aviva system). Customer took an unspecified tablet after the results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. Customer's weight was reported to be "approximately (B)(6)." This medwatch is for the mobile system. (B)(6).